Manufacturer narrative:
Image review: post-op x-rays and MRI provided for c5-6 prestige lp disc replacement shows graft improperly positioned on x-ray in the interbody space. MRI shows extensive artifact but probably some central canal stenosis. The right c5-6 neural foramen is not seen. Suspect incomplete decompression of disc space and foramen with inadequate preparation of end plate anatomy for device placement.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015 patient underwent surgery. Post-op, patient suffered with radiculopathy and surgeon suspects continued cervical stenosis. Following initial implant, symptoms of right arm pain, numbness, tingling and weakness persisted. The product came in contact with the patient. The product didn't break. On (B)(6) 2016, patient underwent revision surgery at levels c5/6 with primary diagnosis for revision surgery as c5/6 radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device meets specifications. No defects observed during visual analysis or through dimensional and functional checks. If information is provided in the future, a supplemental report will be issued.